Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0tdh5, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported there was a loss of therapy. She felt the same pain when she went to the bathroom that she had before she had the device put in. She was going to the bathroom every 15-20-30 minutes but was not urinating a lot. She also mentioned she stopped feeling stimulation flutters and her husband changed the patient programmer batteries and it resolved the issue. Therapy was on and the situation was not resolved. Patient services walked the patient through adjusting from program 1 at 3.8 volts to program 3 at 3.2 volts. It was also noted that the patient had pain and soreness at the implantable neurostimulator (ins) pocket site. Her skin had not broken, but it was sore where she sat. Her doctor told her she did not have enough cushion there so they could move the device to a different location if necessary. Additional information received from the patient reported that the circumstances that led to the return of symptoms and soreness was a change to the device programming. She experienced pressure on her bladder since (B)(6) 2015 as well. She was going to get a new ins on (B)(6) 2015 because "there was a short in one of her leads" as of (B)(6) 2015. The patient wrote that the "wires were not functioning right or proper." The patient also saw a low battery icon on her programmer and could not increase stimulation in turn. She intended to replace the batteries. She would be going in each week for programming until the replacement occurs. The patient was indicated for urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. The cause of the issues and if the problem was the lead or ins was not clear, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the manufacturers' representative (rep) reported that the patient had her pocket revised on (B)(6) 2015 and the lead was replaced at that time as well. The rep did not recall being made aware of the short. To the rep's knowledge, the cause of the short was not determined. The pocket was in a bad location and causing the patient discomfort that was why it was revised. The rep did not recall any visible issues with the lead.